Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant the lead was too large for the patient anatomy. The lead was attempted but not used, and a new lead implanted. No patient complications were reported as a result of this event.